Event description:
Same case as: 2134265-2009-06857. It was reported that post a coronary drug eluting stenting treatment procedure, a blade detachment and removal difficulties occurred. The 90% stenosed lesion was located in a moderately tortuous proximal to mid left anterior descending artery. A 3.0x24mm taxus liberte' drug eluting stent was implanted in the lesion. No pt injuries or complications were reported. Approximately 6 months later, in-stent restenosis occurred. The restenosis was treated with a 3.0x10mm flextome cutting balloon that was inflated to 6 atms and 12 atms for 5 seconds each. When the physician attempted to inflate the balloon proximal to the lesion the device became stuck. The physician attempted to deep seat the 6f mach1 cl3.5 guide catheter to dislodge the balloon but was not successful. After approximately 15 mins, the pt moved their hand and the balloon dislodged. When the physician examined the device it was noted that a blade was protruding from the balloon and the balloon was not refolded properly. No further pt injuries or complications occurred. Pt status is satisfactory.